Event description:
Information received indicates the technician found the ground resistance reading was high while performing an electrical safety test.

Manufacturer narrative:
The technician found that the ac plug had loose wires inside the ac plug. He retightened the ac plug terminals to repair the bed.